Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Based on the follow-up with the health-care provider, it was learned that the device was explanted at implant due to procedural related factors and not due to any device malfunction. Per the operative report, the patient presented with stenosis of her native mitral valve and required mitral valve replacement. It was noted to be heavily calcified and needed extensive debridement. After implanting the edwards valve, tee revealed moderate-to-severe persistent mitral regurgitation. Therefore, the heart was rearrested and the left atrium was reopened. The valve was easily explanted and it appeared that one of the struts had failed to be inserted into the left ventricular cavity. The leaflets did not appear to coapt properly. The 2-0 tevdek valve sutures were replaced. Thorough irrigation was performed after placement of all sutures. The sutures were placed on the sewing ring of another edwards valve again. The valve was easily seated and all valve sutures are tied. Left atrium was closed again in two layers. After appropriate period of resuscitation, patient was easily wean off of cardiopulmonary bypass. Valve function revealed a gradient of approximately 3 mmhg. No mitral regurgitation and trivial perivalvular leak on the anterolateral aspect.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore, the valve could not be assessed for any malfunction or quality deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Based on the health-care provider's response, the explant was due to procedural related factors. There was no device malfunction. No further actions will be taken.